Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that early during the lvad implant admission, the patient had loose stools. The patient had a straining bowel movement on (B)(6) 2015 and noticed blood mixed with the stool. The patient was diagnosed with an unspecified lower gi bleed and was treated with 1 unit of packed red blood cells. The gi bleeding event reportedly resolved on (B)(6) 2015 without further intervention.